Event description:
A malfunction was reported on the pump, which did not lead to any adverse impact on the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction, but no notable events occurred prior to it. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.